Event description:
It was reported that the recharger paddle was getting extremely warm. Patient stated that they had the paddle replaced before but it was doing that again. Patient also stated that it wouldn't let them charge the implanted neurostimulator and it kept cutting it off. Patient mentioned if they were able to get the implant fully charged and patient said that it kept stopping and they had to keep restarting it to get a full charge. The issue began a week or so ago. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed memory problem and patient was able to set the date and time. Controller showed 40% recharging and implant 50%. Agent instructed patient to start a charge session; implant was recharging with excellent quality. Agent reviewed with patient it was normal to feel some heat under the recharger while recharging the implant. Agent walked the patient through how to adjust recharging speed in the menu. Patient would call back if further assistance was needed. The issue was not resolved. A request was sent to repair to replace the li battery pack. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755-s. Serial# (B)(6). Product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.